Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient called to report his insulin pump delivered 300 units of insulin at once. Patient said he had to go to the hospital. Nothing further reported.